Manufacturer narrative:
There have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The investigation was not able to verify the complaint as the handpiece was received in non-working condition. The cap was received stuck in the downward position with the burn mark on its surface. Microscopic evaluation revealed debris accumulation inside the cap cavity. This most likely caused the cap to stay in the downward position. Significant wear was observed on the inside surface of the button that faces the pusher and on the pusher itself. This indicates severe interaction between these two mechanisms at high rotational speeds which creates the heat noted in the complaint but this could not be confirmed. Additionally the cap was measure by quality technician and failed the roundness dimension which could cause the button to be stuck in downward position. This out of roundness could be cause by drop, manufacture or tightening the cap with force.

Event description:
In this event a doctor reported that a midwest stylus lite handpiece overheated and burned a patient's cheek. No medical/surgical intervention was required.